Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Per the patient¿s pd nurse, the patient was seen in the outpatient pd clinic on (B)(6) 2025 for a regularly scheduled clinic visit. The patient had a pd culture obtained (the same day) which revealed growth of gram-negative bacilli (bacteria species not provided). The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis for peritonitis. The nurse stated the patient continued pd treatment with the cycler but still experienced drain complications during pd treatment. The patient¿s nurse confirmed that the patient did not have any fluid leaks in relation to the peritonitis event. The nurse indicated the peritonitis was likely due to patient breach in aseptic technique from the patient having to connect/disconnect from pd treatment frequently due to the reported drain complications experienced.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Per the patient¿s pd nurse, the patient was seen in the outpatient pd clinic on (B)(6) 2025 for a regularly scheduled clinic visit. The patient had a pd culture obtained (the same day) which revealed growth of gram-negative bacilli (bacteria species not provided). The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis for peritonitis. The nurse stated the patient continued pd treatment with the cycler but still experienced drain complications during pd treatment. The patient¿s nurse confirmed that the patient did not have any fluid leaks in relation to the peritonitis event. The nurse indicated the peritonitis was likely due to patient breach in aseptic technique from the patient having to connect/disconnect from pd treatment frequently due to the reported drain complications experienced.